Event description:
Technician found low head up pressure with weight in bed.

Manufacturer narrative:
Technician stated hydraulic unit older style and was worn out and had low pump pressure. Technician replaced hydraulic manifold which corrected the issue.